Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using a powerport m.r.I. Isp device. Post the procedure, on (B)(6) 2026, an ablation procedure was scheduled in the ncv suite due to a non-functional port, along with placement of a new port on the right side. During removal of the implantable port from the left side, only a small portion of the catheter was retrieved without resistance or difficulty. Fluoroscopic imaging performed to locate the missing catheter segment revealed migration of the catheter into the left pulmonary artery. As a result, immediate re-intervention was required to attempt endovascular retrieval of the catheter at the level of the pulmonary artery under general anesthesia. The patient, who was originally scheduled for an outpatient procedure, subsequently required hospitalization. There was a noted risk of thromboembolism, prompting the scheduling of a CT scan later the same day and initiation of intravenous anticoagulation therapy. The patient's current status is unknown.